Event description:
It was reported that the device's quik-combo adapter upper chassis was broken. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering info for a replacement quick-combo adapter. The customer later confirmed that they received the new quick-combo assembly and after observing proper device operation through functional and performance testing, the device was placed back into service for use.